Event description:
It was reported that this right atrial (ra) lead exhibited noise and intermittent spikes of high out of range pace impedance measurement greater than 2000 ohms. Technical services (ts) discussed this is indicative of a spring contact issue. No patient effects were reported. At this time the lead remains in service . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).